Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate after customer filled cartridge with cold insulin. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, customer was advised to reload the cartridge; however, the customer declined.